Manufacturer narrative:
H6: corrected the following: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 8 years after the initial procedure the patient had a right knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-48-4013 - logic cr tib insert slope+, sz 4, 13mm; (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-35 - three peg patella 35mm. Pending investigation.